Event description:
Home pt (hp) reports switching already spiked bags during treatment on homechoice device. Baxter tech assisted hp in ending treatment and restarting with new supplies. No pt injury or medical intervention reported by rn.